Manufacturer narrative:
Other, other text: h10 device evaluation: one cadd legacy 1 pump was returned for investigation in used condition. The customer's reported product problems (exhibition of error code 1210/indication that the clock battery was due) were confirmed during functional testing. Error code 1210 indicates a corruption of the memory of the circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The root cause of the corrupted memory was not determined. The circuit board was replaced in order to correct the reported product problem.

Event description:
Information was received indicating that a smiths medical ca dd legacy pump exhibited error 1210 and indicated that clock battery was due. No adverse effects were reported.